Event description:
The physician was using an admiral xtreme otw pta balloon catheter to treat a lesion in the common iliac artery. The lesion exhibited 90% stenosis, slight tortuosity and moderate calcification. Lesion size: 30 mm. It was reported that no abnormalities were noted during device inspection and preparation. During delivery to the lesion the device passed through another stenosis lesion located at the proximal of the target lesion. Resistance was noted when the device crossed the lesion due to stenosis. The physician then attempted to inflate the admiral xtreme without pre-dilation. The first inflation was performed at nominal pressure (np) without any abnormalities. However, during the second inflation, the balloon ruptured after applying pressure higher than np, however below rated burst pressure. Physician stopped to use the device and used a non-medtronic device as replacement. The operation was completed and there were no patient complications were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Patient¿s condition affected effectiveness of device -90% stenosis at target lesion and stenosis lesion located at the proximal of the target lesion. Related to operational context-event most likely procedural related. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition -90% stenosis at target lesion and stenosis lesion located at the proximal of the target lesion. Operational context caused or contributed to the event-event most likely procedural related patient. (B)(4).

Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: the catheter returned with its original pouch. The balloon catheter was strongly dirty of clotted blood inside the balloon, along the shaft and inside the hub. The device had no damages: no shaft kinks or deformations, no tip damages. The balloon has a longitudinal cut approximately 14mm starting from the distal cone. At the proximal end of the longitudinal cut a radial cut of few millimeters could be observed. From the shape of the distal end of the cut, it could be suppose that the starting point of the rupture was the proximal end of the cut.